Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed and found the helix disengaged from helical channel. There was blood/body fluid in the outer tubing overlay, inner tubing was kinked/buckled, outer tubing overlay breached cut, blood in/on the helix/lobe mechanism and in/on the mechanism (sleeve head).

Event description:
It was reported the lead was removed due to infection. No further patient complications were reported as a result of this event. The lead was returned, analyzed and subsequently tested out of specification.